Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: the customer reported that the wand was firing before any button was pressed. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the functional inspection, the probe operated normally upon receipt the customer alleged claim of (wand was firing before any button was pressed) unable to duplicate during testing. The probable root cause/s could be a button stuck on firing position, button inadvertently pressed, probe shorted or defective probe output, defective pcb. A footswitch also can used to activate the rf probe, therefore, use of the footswitch can also be considered a possible root cause. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the device was continuously activating.